Manufacturer narrative:
See MDR 1920664-2007-01160 for delivery device used with this lens.

Event description:
The haptic of lens was found broken during insertion into the patient's eye using the delivery device. Another lens was used for the procedure.